Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01107. It was reported that the patient¿s therapy strength is decreasing on its own. Diagnostics revealed high impedances. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead (a) found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place on (B)(6) 2022 wherein the leads were explanted and replaced addressing the issue. Reportedly, therapy was restored post operatively.